Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to other unknown non-product experience. A new lead was implanted successfully as a replacement. No additional adverse patient effects were reported.